Event description:
On 4/10/96 an admixture was prepared containing 225ml of morphine sulfate 40 mg/ml. It was placed in a plastic bag and heat-sealed, then delivered to the hospice care center on 4/10/96 when inventorying medications, the nurse found that the bag had leaked out. Rptr evaluated the bag and found a "slit" or "crack" 2 inches long at one side of teh bag along the seam.